Event description:
It was reported that the implant cracked halfway through insertion. Device was a self-punching anchor, sutures were tensioned; implant was tapped and it cracked; it was removed and discarded. The punch tip remained in the patient and the sutures were cut. No other implants were used and the surgeon considered the repair as holding. Rotator cuff repair case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and the remainder was discarded and cannot be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.